Manufacturer narrative:
Correction information provided in d.10. (Unspecified ophthalmic viscosurgical device was inadvertently captured in the initial MDR submitted). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. The first photo showed the carton endcap. The second photo showed a yellow lens model in a piece of a cartridge nozzle. The nozzle had been cut off from the rest of the cartridge. The tip of the nozzle had also been cut off. Lens appeared to be folded correctly. However, we are unable to determine if there was haptic damage. A physical sample would be necessary to make further determinations. It cannot be determined if the cartridge was placed into a handpiece. Viscoelastic amount cannot be verified. The complainant indicates the use of apavisk as a viscoelastic which is not qualified for use with the associated iol model. The reported complaint cannot be confirmed from the returned photo, however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, while injector was pushed through on the company cartridge, the lens haptic was pinched and damaged. The iol got stuck in the cartridge nozzle before being inserted into the anterior chamber of the eye. Due to damage, the lens was not implanted. There was no patient contact. The surgery was completed without iol implantation. The patient remained aphakic and stayed in the hospital for observation and in a subsequent procedure, implantation of the unspecified appropriate iol was done. There was no patient harm. Additional information has been requested.